Manufacturer narrative:
B3. Date of event: exact event date is unknown. Date of publication is used. Citation: orkunt, o., cuneyd, s., cengiz, c., tahsin, b. A., oguz, t., mahmut, s. M., alkan, c. (2025). Comparison of outcome for holmium laser enucleation prostate and rezum system in benign prostate hyperplasia: a matched pair analysis. World journal of urology, 43, 1-7. Https:11doi.orglle.1o07fso0345-02505644-y. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the world journal of urology that a prospective study was conducted in order to assess the efficacy and safety of rezum therapy in patients with symptomatic benign prostatic hyperplasia (bph) in comparison to holmium laser enucleation of the prostate (holep). The study occurred with 338 patients, 204 for holep and 134 for rezum, under two experienced surgeons from january 2020 to november 2024 with rezum devices. Postoperative complications included urinary retention , gross hematuria , hemorrhage , transient urinary incontinence , urinary tract infection , testicular epididymitis , retrograde ejaculation , and reintervention due clot formation . A few patients underwent additional surgery due to persistent symptoms. Twelve patients from the rezum cohort continued using their medication after the surgery. No further patient complications were reported.